Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) had high defibrillation thresholds during implant testing. The patient has ischemic cardiomyopathy and a low ejection fraction. Technical services (ts) that due to the high defibrillation threshold measurements there is no safety margin which is against labeling guidance. The physician was made aware of the risk of no safety margin. The physician is satisfied with system location and does not wish to perform additional testing. The patient will be monitored and the device remains implanted and in service. No adverse patient effects were reported.